Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. Biomed received an error 80 during calibration; expected 6 actual 26. Chiller has 500 ml in it. T4 would not drop during initial testing. Chiller assembly was replaced. Shell had a cross threaded screw that had to be extracted, causing the pem nut to dislodge. Bypass flow is 1.6lpm @28°c, which is out of spec for pre calibration testing. Shell was replaced. Bypass flow was adjusted. Coin cell will be replaced due to age. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling during calibration, got an error 80, expected 6 actual 26. Chiller had 500 ml in it, coming in under an assessment quote to check root cause issue. Per additional information updated from ttm, it was reported that the device failing calibration on step 20 with error 80. Per sample evaluation results on (B)(6) 2025, shell had a cross threaded screw that had to be extracted, causing the pem nut to dislodge. Bypass flow was 1.6lpm @28°c, which was out of spec for pre calibration testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling during calibration, got an error 80, expected 6 actual 26. Chiller had 500 ml in it, coming in under an assessment quote to check root cause issue. Per additional information updated from ttm, it was reported that the device failing calibration on step 20 with error 80.